Event description:
Nurse was attempting to obtain IV access. When she was unable to get IV access, she removed IV and noted that plastic sheath covering needle was defective. The catheter tip was deformed and had the potential of fragmenting if it would have broken off. No harm to patient occurred.